Event description:
Healthcare professional reported a left side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of dec 2020 through nov 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "deflation." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: crease fold observed on the device. White particles observed inside the device.